Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep provided the device serial number. Rep said the device was discarded by the facility. Information was confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown: product type lead product ID 977a260 lot# se rial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown; product ID: 977a260, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). The rep reported that the leads required replacement, however due to the patient's spinal anatomy the leads were unable to be replaced, resulting in the explant of the battery as well. The issue was resolved. The rep noted they will submit any new information that they become aware of.